Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. The device would not hold the suture.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. No needle was received with the instrument. No sheering on the toggle switches was observed under microscopic inspection for the device. Witness marks from the needle tip impacting the beveled wall were observed on the instrument. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.